Event description:
The customer reported that 12-lead ECG intermittently failed.

Manufacturer narrative:
The customer reported that 12-lead ECG intermittently failed. The complaint is still being investigated. A follow-up report will be submitted, upon completion of the investigation.